Event description:
The patient contacted animas on (B)(6) 2013, reporting a hospitalization for a blood glucose of 390 mg/dl with a severe headache. The patient reported having elevated blood glucose all week long. The patient reported going to a health care professional to ensure no indication of illness. The patient reported that the next morning blood glucose levels elevated to 378 mg/dl. The patient reported increasing the basal rates but the blood glucose levels remained elevated. The patient declined to troubleshoot the pump related to the event and stated that pump therapy was being discontinued in favor of injections. This report is made based on the allegation that the patient was hospitalized with hyperglycemia associated with an indication that the patient did not trust the pump for insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.